Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Unique device identifier (UDI) not required based on manufacture date. Fax number unknown / not provided.

Event description:
It was reported that the customer has an implant, part of 3 unit bridge that is still integrated, however the platform had fractured. Tooth location #29.

Manufacturer narrative:
This report is being submitted to relay corrected data, additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D9: device availability and return date was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: component code was added: 4755. H6: tyoe of investigation codes were added: 4109, 4111, 4114 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4315. H10: narrative/data was updated. The product was not returned for investigation. The reported event is non-verifiable. Based on the evaluation, the device malfunction could not be verified. Additionally, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was likely within specifications and likely conforming when it left zimmer biomet. DHR review was completed for the subject lot number (62682553). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62682553) for similar events and one other relevant complaint was identified. The reported event could not be recreated due to the nature of the dental device and event and the complaint is related to the functional performance of the device. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely cause determined from the investigation are patient factors/para-functional habits over the length of the implantation period. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information at the time of report.